Manufacturer narrative:
Rwmic is submitting this report on behalf of the manufacturer richard wolf gmbh. Rw gmbh considers this MDR open. Rw gmbh will submit a follow up report after the device evaluation has been completed

Event description:
Richard wolf gmbh complaint reference (B)(4). Planned surgery: video minimally invasive rtu bipolar procedure. During a video minimally invasive rtu bipolar procedure, the shark resectoscope sheath 8675324 broke the ceramic tip, which was lost in the patient's abdominal cavity. It was necessary to perform an open and more complex procedure to remove the loose part. Rwgmbh awareness date: 23-jun-2022.

Manufacturer narrative:
. The internal sheath resectoscope 24fr 8675324 was investigated in the responsible department. Upon investigation, it was found that the ceramic tip was broken off, but the broken part was also returned. There was a kink at the distal end and the surface is strongly scratched. A breakage of the ceramic tip is not to be expected when the device is used as intended, as only low forces are applied during the intended procedure. Such fractures are primarily due to mechanical influences, which can be caused by falling or impact damage. The kink can be caused by mechanical overload when excessive force on the device is used. The internal sheath resectoscope 24fr 8675324, batch # 1453121 was manufactured on 18/aug/2020. The batch consisted of 20 pieces. No issues were identified during production, no further complaints were received from the reported batch. The IFU ga-d366-us / en / 2017-02 v4.0 / eco 2016-0202 contains several instructions of visual and functional checks prior and after each use in section 8 checks. Furthermore, the user is advised about the limited strength of the device in section 7 operating instruction. The subject issue of breakage of the tip due to mechanical influences as well as the subject issue of kink at the distal end were present in the risk management file d3 - reusable shafts, tubes, rev.04. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.